Manufacturer narrative:
For the reported event, a (B)(4) healthcare service representative performed a checkout of the system and confirmed the reported issue. The communication cable on the rear of the monitor was re-connected to resolve the reported issue.

Event description:
This report summarizes 1 malfunction event. A review of the event indicated that model 1006-9321-000 anesthesia gas machine experienced a malfunction resulting in excessive sustained pressure in the patient circuit. This report was from a single source. This event did not involve a patient.